Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount in well positions f12, g12 and h12 and did not give an error message. An ortho field svc engineer was dispatched and could not duplicate the event. Field svc engineer inspected all plunger clamps and replaced tip clamp in position 12. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03736-07.